Event description:
It was reported that during a distal resection of the stomach, the surgeon used tcr75 to do subtotal gastrectomy and found that staples were malformed after firing. The patient lost around 100cc of blood. The surgeon used hand sewing to pin up the tissue. Then the surgeon used cs40g to cut duodenum but the device could not be open after firing. The surgeon had to use surgical knife to cut out the tissue and changed to hand sewing to complete the procedure. Now the patient is fine now. As the patient had the hepatitis, the two samples were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what intervention was done on the patient? The surgeon changed hand sewing and used surgical knife to cut the tissue to remove the device. Did the patient received a blood transfusion? No. How was the patient impacted due to the event? The patient lost blood and the whole procedure was delayed which caused the patient accepted more anesthetic the device was not returned for analysis. However, there was a packaging lot number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.